Manufacturer narrative:
During a telephone interview, user facility risk management staff informed welch allyn as follows: the pt has a neurologic diagnosis and was on a neuro medical/surgical unit that treats brain injuries. The incident was discovered by risk management four days after the occurrence. The thermometer was not evaluated by facility risk management, nor is it able to be returned to wa for evaluation, because it was discarded by facility staff after the incident. Facility risk management stated they believe the device to be a wa product because there are other (B)(4) products on the unit. Therefore, we are reporting this in the abundance of caution. The pt has been "fine" since removal of the objects. Method: device was not evaluated by welch allyn since it was discarded by the customer.

Event description:
A user facility submitted a medwatch report (B)(4) alleging a (B)(6) male pt bit through a probe cover and a thermometer probe (believed by the reporter to be a welch allyn suretemp plus) and inhaled the cover and the metal tip. Pt was x-rayed showing the objects were lodged in the trachea and the right bronchus. The pt was sent to the ICU where the objects were removed. The customer did not provide a pt identifier.